Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_(B)(4) - vista nova, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor with radiopaque markers was chosen for implant. On (B)(6) 2026, patient experienced a fever of 39 degrees celsius. Patient reported having undergone dental treatment for past few weeks prior to presentation on (B)(6) 2026. Blood culture tests confirmed streptococcus mitis/oralis and showed inflammatory markers. Infective endocarditis was suspected. Patient additionally experienced transient right-sided paralysis on (B)(6) 2026. It was reported patient had no definite neurological deficits, and activities of daily living were almost completely independent with symptoms resolving approximately 2-3 days after onset. Magnetic resonance imaging (MRI) revealed multiple cerebral infarctions and patient was admitted on (B)(6) 2026 before transferred to a different hospital on (B)(6) 2026 for further evaluation of suspected infective endocarditis. Patient was administered antibiotics for infection. The patient status was reported stable and hospitalized with plans to continue until at least (B)(6) 2026 due to antimicrobial therapy regimen.